Event description:
Related manufacturer reference number: 2017865-2022-02855. Related manufacturer reference number: 2017865-2022-02856. It was reported that the patient presented in clinic with an infected pocket. On (B)(6) 2022, the physician explanted the implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead. There were no patient consequences.